Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle was broken at the swage part around the 3rd stitch during continuous suturing on the fascia. No pieces fell into the surgical field, and it was retrieved. Further details were not provided. There were no adverse consequences to the patient.